Event description:
Initial mcghan silicone implants 1989 hard as rock. Replaced (B)(6) 1990 misti gel filled bioplasty. Removed and replaced saline (B)(6) 2000 due to rashes, headaches, chest pain. Now severe symptoms. Neurologist thought had parkinsons or ms. Came back as sjogrens. Tremors left side of body, neuro pain/ stinging throughout body, rashes, joint pain, fatigue, memory issues, brain fog, problems walking, hormone issues, aging, skin and eye problems, urinary issues, allergies to everything, ibs, constipation, etc.